Event description:
The user facility reported that their v-pro max sterilizer caught fire. No report of injury.

Manufacturer narrative:
Investigation of the reported event is currently in progress. A follow-up report will be submitted when additional information becomes available.

Manufacturer narrative:
Through follow-up with user facility personnel, it was confirmed that the v-pro max sterilizer is not available for evaluation. Following the reported event, the v-pro max sterilizer was removed from the building and placed outside by the fire department. When the steris service technician arrived onsite to evaluate the v-pro max sterilizer, it was unable to be located. The facility believes the unit was inadvertently discarded. Without the evaluation of the v-pro max sterilizer, the cause of the reported event could not be determined. If the unit is located in the future, a follow-up report will be submitted. No additional issues have been reported.